Event description:
The attempted implant occurred on (B) (6) 2010. The physician placed two leads in the cervical area. It was reported that the pt experienced overstimulation sensations from one of the leads. That lead was replaced, and the new lead provided normal stimulation. The procedure was aborted and the device were not implanted because the pt was uncomfortable. Follow up on the pt found that she is recovering and has not yet been re-implanted. The replaced lead was returned to ans for eval.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. All leads passed continuity testing. One lead had compression damage to the outer tubing about 17.5 cm from stimulation end. The other lead had compression damage about 16 cm from the stimulation end and the inner tubing was kinked. There were wire fragments found between the inner and outer tubing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.